Event description:
The pt reported that her infusion device displayed a 77 on the screen. She stated she was aware of the power pack recall but had forgotten to change it. The pt was educated on the importance of changing the power pack every two weeks. The pt inserted a new power pack and the device functioned properly. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned.

Manufacturer narrative:
No product will be returned for eval.